Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of lhr (f0919101) indicated that the mynx device met all established performance criteria prior to shipment.

Event description:
A (B)(6) male pt with a history of right knee replacement underwent a left heart catheterization on (B)(6) 2009. The procedure was performed via a 6f procedural sheath placed in the right common femoral artery. At the end of the procedure, the physician, a trained user of the mynx device, proceeded to use mynx for closure of the femoral artery access site. Deployment was successful and hemostasis was achieved. The pt was discharged per hospital protocol. On (B)(6) 2009, the pt complained of pain in the right groin. He was seen in the emergency room and an ultrasound taken revealed a pseudoaneurysm did not require any intervention or additional manual compression, and the pt was sent home for bedrest. On (B)(6) 2009, the pt complained of pain down the right leg and specifically behind his knee. An ultrasound doppler showed thrombosis in the right lower extremity. The pt was admitted to the hospital for the dvt. Heparin, plavix, and coumadin was administered intravenously. The pt was discharged home after 3-5 days hospital stay. The pt is reported to be doing fine. The physician does not believe the mynx directly caused the dvt.